Event description:
A physician reported that irrigating solution did not come out during surgery at the end after changed as visco mode as soon I/a (irrigation aspiration) started. Error code was displayed. The procedure was completed by restarting the console. There's no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed the reported event. Debris was found and was subsequently removed to address the issue. The system was tested and found to meet product specifications. Manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened to address the issue. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to debris and is unrelated to the functionality of the device. How/when the debris entered the system remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).